Event description:
The physician was deploying the 6f/7f mynx vascular closure device. When he deflated the balloon to remove the device, he could not get the balloon to come out of the patient at first. The device did finally come out, but it was unclear if the balloon was in the device or left somewhere in the artery. The patient had no symptoms that would indicate the balloon was in the artery and most likely was in the device itself.======================manufacturer response for vascular closure device, mynx vascular closure device (per site reporter)======================the manufacturer rep was at our facility this am to examine the failed product. He stated that he would complete a report to manufacturer customer service department. It is not known if we will eventually return the product for evaluation.